Event description:
The customer reported the rad-97 intermittently provided no readings. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-97 was evaluated. The investigation of the device determined a bent tb20 connector pin prevented the device from obtaining measurements and triggered a "replace sensor" error message on the monitor.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. H3 other text : product not returned.

Event description:
The customer reported the rad-97 intermittently provided no readings. No patient impact or consequences were reported.